Event description:
The customer reports that the ventilator would not power up. The customer also reports that the front panel lights were dim. The ventilator gave multiple alarms. There was no pt injury.